Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. In the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated that this unit has a transducer failure when the unit is turned on. There was no patient involvement at the time of the event.

Manufacturer narrative:
The carefusion failure analysis laboratory received the suspect component, a vela main printed circuit board assembly (pcba), and evaluated the device. An evaluation of the component did not confirm nor duplicate the reported issue. All transducers calibrated successfully. The transducer faults are indicative of slow responding auto-zero solenoids.